Event description:
It was reported that at device change-out due to normal eri, externalized conductors were noted between the rv and svc coil. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.